Event description:
It was reported the patient experienced difficulty charging the ipg. Later, determining the system would shut off randomly. As a result, surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicate surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.